Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received. Device not returned.

Event description:
It was reported that the customer experienced difficulty loading the cartridge due the pump paint "bubbling". Reportedly, the cartridge would not slide properly onto the pump. The customer successfully loaded a new cartridge and resumed inulin delivery. The customer's blood glucose level was 120 mg/dl. The customer reported that the pump would continue to be used for insulin therapy.